Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This event was reported to the FDA under mw5097668. It was reported that a female patient underwent breast surgery with two 400cc mentor memorygel breast implants experienced chest pain, headaches, migraines, neck pain, jaw pain, brain fog, vision issues, fatigue, tingling in arms, chills and tinnitus post procedure. As a result, patient underwent removal and replacement with non mentor (allergan ) breast implants on (B)(6) 2020. The patient reports a number of generalized illness symptoms, but the timeline provided is not entirely clear that the patient attributes any of her symptoms to mentor devices. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).